Manufacturer narrative:
Analysis identified an axiem connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the connection between navigation system computer and the axiem box was intermittent. It was stated that sometimes there is only one green light on the axiem box. Rebooting the system would not always resolve the issue. There was no patient present when the issue occurred.